Manufacturer narrative:
On 05/24/2016 fa medtronic representative, following-up at the site, reported the navigation system monitor screen became blank/black in the aseptic field during the procedure and after registration was completed. The medtronic representative confirmed reproducing the reported issue. An error message no signal was indicated on the surgeon monitor when the navigation system was powered-on. The screen of the staff cart remained to be blank black. The navigation system was shut-down, then re-started, however, the issue persisted. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, their navigation system would not "start-up". A computer replacement was requested. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue the procedure, however, discontinued the use of the navigation system to complete the procedure. Delay in therapy was less than one hour. Delay in therapy was 5 minutes. There was no impact on patient outcome.